Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss due to bluetooth telemetry lockout. The ICD was re-interrogated to resolve the issue. No patient consequences was reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.